Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that tool broke during craniotomy. It was reported that there was no patient or staff impact. Additional information regarding product return is being followed up from the contact person.

Manufacturer narrative:
Report confirmed. Evaluation determined that the tool received has a lot number of 0217029912 which was different from the reported lot number of 0215877925. It was noted that the tool returned was used and broken. It was also noted that fracture was perpendicular to axis of rotation and relatively planar and the spinal portion of tool was covered in bio-material. The most likely cause of failure was fatigue in plane bending because a side load was applied to the tool while it was not rotating. If information is provided in the future, a supplemental report will be issued.